Manufacturer narrative:
The insulin pump was received with unresponsive down arrow button due to corroded keypad trace. No button error alarm noted and no moisture damage on electronics noted. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed button error and alarm could not be cleared. Customer stated she had the insulin pump tucked in her dress, she was dancing and the device was against her skin. Blood glucose value is 145 mg/dl. Nothing further reported.